Event description:
The surgeon inserted the cq2015a three piece collamer lens and discovered the trailing haptic tore off in the injector. The lens was removed and replaced without any injury to the patient. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation: visual inspection of the returned lens showed a haptic and a piece of the optic was torn off and missing. (B)(4).